Event description:
Customer new information: the device was inspected prior to the procedure and the patient was under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): h2, h3, h4, h6 and h11. Additional information field(s): b5, h6: added a13 and g02004. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the image guide cable (cable unit) probably caused by the force of being pulled. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an occasional image. The issue occurred prior to sedation for a therapeutic gallbladder procedure. The procedure was completed with the same type of laparoscope. There were no reports of patient harm.